Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The returned sample was the wrong sample. The sample that the allegation is against is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility representative reported to baxter (B)(4) that a clearlink continu-flo blood solution set was leaking at the end of the set when connected. This was reported to have occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.